Manufacturer narrative:
Investigation: used test and analysis equipment: -aesculap rf- generator "gn 200", snr. 1510, -microscope "keyence- vhx 5000 d," -digital-camera "panasonic dmc tz8, -fluke 178 trms multimeter, -measuring module box with power supply. First we made a visible inspection of the jaw. Except the soiling (blood and tissue) we found no abnormities like burned or charred peak. Then we checked the mechanical function. The clamping and the cutting function worked well. In the next step we connected the instrument with an rf- generator "gn 200", snr.1510, and checked the electrical functions: (B)(6). In the next step we checked the function and the resistance of the system. Therefore we cleaned the jaw with hydrogen peroxide. Then we connected the instrument to the module box and measured the voltage drop over the instrument. With the voltage drop and the well known current, it is possible to calculate the real resistance on load operation. Result: resistance on load operation infinite ohms. The upper limit of the resistance of the complete instrument is 4,0 ohms and the determined value therefore out of specification. In the next step we opened the handle of the instrument to investigate the sliding contacts. Here we found several blood soiling in the handle shell. During closer examination we found strong soiling at the contact surface of the shaft and at the distal sliding contact. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for this problem is design related. Caused by the pressure in situ, it is possible, that blood leaks into the shaft and climbs up into the shaft and on the contact surfaces. Through the blood soiling on the sliding contact, the transition resistance increases until the rf- generator notices "regrasp open." Corrective action: a new generation of instruments with shaft- gasket was launched (pl740su, available since may 2015).

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: sweden. It is reported that the generator stated that the device burns, but in fact the instrument didn't burn. The surgeon cut the vessel and the instrument did not seal which caused the bleeding. The surgeon completed the surgery with another instrument.